Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump date was incorrect. Customer's blood glucose (bg) level ranged from 372mg/dl to a level displayed as "high" on the continuous glucose monitor however, a specific bg value was not provided. Bg was addressed via a correction bolus. Recommendation was made to consult with a healthcare provider regarding diabetes management. System check with tandem technical support did not identify any additional issues with the pump or related supplies. The customer continued to use the pump for insulin therapy.